Event description:
Customer's daughter reports back to back testing on the same meter while using the aviva sys with results of 171mg/dl, 65mg/dl, 153mg/dl and 58mg/dl. No quality controls were run. No adverse event report. A request was made for return of the suspect product and a replacement was sent.